Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of the contents of the syringe leaked past the plunger could not be verified due to the product not being returned for failure investigation. A device history record review for model my8060 lot number 91927703 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04oct2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the texium needle-free syringe, 60 ml experienced defective/damaged tubing and leakage. The following information was provided by the initial reporter: material no: my8060 batch no: unknown. Did this issue occur during an infusion, or while alaris pump devices were in use? No detailed description of what occurred: when we used this product, during transfer of soliris ($(B)(4) cost for 3 vials), the amount of pressure pushed back into the syringe causing its contacts to go past the plunger, rendering unsterile. What was the date and time of the event? (B)(6) 2020 at 2 pm. What was the medication or fluid involved during the event? Soiris 300 mg/30 ml. What was the tubing set ref/catalog number and lot number that was in use at the time of the event? (B)(4) nv0530. There negative impact or consequence to the patient due to the event? No. Did the patient require a medical intervention or receive treatment to counteract the event? No.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the texium needle-free syringe, 60 ml experienced defective/damaged tubing and leakage. The following information was provided by the initial reporter: material no: my8060, batch no: unknown. Did this issue occur during an infusion, or while alaris pump devices were in use? No detailed description of what occurred: when we used this product, during transfer of soliris ((B)(6) cost for 3 vials), the amount of pressure pushed back into the syringe causing its contacts to go past the plunger, rendering unsterile. What was the date and time of the event? On (B)(6) 20 at 2 pm. What was the medication or fluid involved during the event? Soiris 300 mg/30 ml. What was the tubing set ref/catalog number and lot number that was in use at the time of the event? My8060 nv0530. Was there negative impact or consequence to the patient due to the event? No. Did the patient require a medical intervention or receive treatment to counteract the event? No.